Event description:
It was reported, the video telescope "endoeye", 10 mm, 30°, pal, hd compatible, autoclavable light guide bundle was broken. The issue occurred during a therapeutic laparoscopic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.